Event description:
It was reported that the device was printing only vertical lines, no error codes, then the device locked up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc evaluated the device. The reported problem could not be duplicated. To restore customer confidence in the product, the system pcb was replaced, proper operation was confirmed and the device was returned to the customer. Additional evaluation of the system pcb was performed and no failure could be found.